Event description:
The hcp reported at refil, the expected reservoir voume was 3.6 ccs, the actual reservoir volume was 16ccs. No other details or symnptoms were provided. Patient identifiers were not provided. Further follow-up is not possible.